Event description:
It was reported that the pt expired. The pt had a terminal illness; the cause of death was unk. The reporter indicated that the death was unrelated to the implanted system. The pump contained fentanyl 2000 mcg/ml; bupivicaine 40 mg/ml; droperidol 450 mcg/ml, compounded baclofen 450 mcg/ml and hydromorphone 15 mg/ml infused at a rate of 1 ml/day.